Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit would not heat over thirty-two degrees celsius at re-warm. The perfusionist had to clamp off and change the system out. No clinically significant delay reported,a s a back-up unit is kept in the next room. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr replaced the solid state relay (ssr) in the unit. With the relay replaced, the unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.